Event description:
A 2.50 x 12mm driver sprint coronary stent delivery system was inserted into a patient for the treatment of a distal lcx stenosis, but the device could not pass the stenosis. Vessel morphology was reported as moderately calcified, non-tortuous with 80% stenosis. It is reported that the stent delivery system was withdrawn in order to carry out pre-dilation. It was then noted that the stent had dislodged from the balloon. Following review of the angiography, the dislodged stent was noted near the lcx stenosis. The dislodged stent was pressed against the lcx wall, distal to the stenosed area, with a stent from another manufacturer (2.25 x 25mm, at a pressure of 20 atm). The patients post-procedural status was reported as good. No clinical sequelae were reported.

Manufacturer narrative:
Secondary intervention - evaluation: results: stent dislodged. Moderate calcification, 80% stenosis. Evaluation: conclusion: moderate calcification, 80% stenosis.